Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a a coronary intervention to treat the moderately calcified, in-stent restenosis in the proximal right coronary artery. The 4.5x12 mm nc trek was advanced to the vessel and was inflated to postdilate a stent. The nc trek was fully deflated and was then retracted for removal when it got stuck in the guiding catheter. The guiding catheter and nc trek were removed together. The procedure was completed at that point. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.